Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was placed on a patient and it did not transmit to the recorder. They tried another recorder but the capsule would not pair. There was no patient and user harm.